Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. During a device upgrade procedure, the physician attempted to extract both the ra and right ventricular (rv) leads but was unsuccessful due to bleeding. Both the ra and rv leads were cut, capped and replaced on (B)(6) 2026. The patient was discharged following the procedure.